Manufacturer narrative:
The following defects were found: 1. Damage to the adhesive, camera, distal end, and control section of the device due to physical or chemical stress. 2. The angle wire became longer than normal. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the coating on the airway mobilescope tube was peeling. During inspection of the customer returned device, the repair center found the coating was peeling off greater than 1mm. This report is being submitted for the malfunction found at evaluation. There was no report of patient harm.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 16-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress during operation, external factors or handling. It is recommended that the user inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.